Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician verified the problem. A new temperature module was ordered and installed in the unit. Reference: (B)(4) and (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) center, (B)(6), the customer reported that for a rpc 20-121 2-pumps console, hl-20 (article number: 70102.8583, serial number: (B)(4)) they received a spontaneous "no communication" message on the rotaflow base unit that stopped the pump. The pump was primed, but not in use with a patient at the time of the event. In addition, the unit displayed error messages in the temperature display panel. The device was powered down and sequestered from use. Reference: (B)(4) and (B)(4).